Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the interconnect flex was shifted in the main printed circuit board (pcb) connector. Connectivity issue, replaced as a preventative. It was also noted that the battery drawer was contaminated, and the main cover was missing.

Event description:
It was reported the epg (external pulse generator) had low output. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).